Event description:
System controller (B)(6) was returned. The reason for the return was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) and heartmate 11 volt (v) backup battery (serial number (B)(6)) were returned for evaluation following the reported events of a backup battery fault and a broken directional plastic component. The reported events were confirmed via log file analysis and product analysis. The downloaded log file, extracted from (B)(6), contained data at a default timestamp (01jan2000 per timestamps). On 01jan2000 from 00:00:03 ¿ 00:00:14 and 00:02:30 ¿ 00:02:42, backup battery fault alarms activated due to emergency backup battery (ebb) circuit faults. The backup battery circuit faults activated each time that the system controller¿s black power cable was disconnected from power. This is consistent with pin 11 (lcs_wht) in the backup battery being bent as the pin would prevent the battery from properly connecting to the backup battery ribbon cable and therefore result in the system controller being unable to detect the presence of the backup battery. The alarms resolved after the system controller was reset and the backup battery was uninstalled. Visual inspection of the returned product revealed a bent pin 11 (lcs_wht) in the heartmate 11 volt backup battery and a broken-off white plastic guiding tab from the backup battery cable ribbon cable. The bent pin was straightened in order to undergo testing; however, a bent pin 11 is consistent with backup battery fault alarms activating. The system controller and backup battery were functionally tested and found to operate as intended. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Of note, provided event details stated that system controller (B)(6) was affected and returning for analysis; however, system controller (B)(6) was returned to abbott. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the backup battery fault was determined to be a bent pin in the backup battery. A manufacturing analysis task was created under a separate event to further investigate the issue of the bent pin. The root cause for the broken directional plastic component was unable to be conclusively determined through this analysis. A manufacturing analysis task was created under a separate event to further investigate the issue of the guiding tab falling off of the ribbon cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A), section 10 - ¿safety checklists¿, and the heartmate 3 lvas instructions for use (rev. D), section f - ¿safety checklists¿, instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 IFU, section 7 - ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was returned.